Manufacturer narrative:
(B)(4). Method; 10 - testing of actual or suspected device - 1 devices. Result; 777 - cutter - 1 device. 3252 - fracture problem - 1 device. Conclusion; 61 - user error - 1 device. 18 - failure to follow instructions - 1 device.

Manufacturer narrative:
(B)(4). Of the 20 devices reported, a total of 10 devices were received for evaluation and 1 photographic image. Lot# r9489g; t92475; r93940; r94h85; n92097; r94t8a; r94z25; r94x9h; r9398n; r94z9r r94k1z; r94y77; r93n5d; r94r4h; r94x6z; r94u3p. (B)(4).

Event description:
This report summarizes <noe> 20 </noe> malfunction events involving a total of 20 actual devices for blade tip broken off. These events occurred during use by a healthcare professional.